Event description:
Additional information was received that the patient was experiencing dizziness and discomfort during the event.

Event description:
Further information was received indicating the phrenic nerve stimulation (pns) continued following several visits where device reprogramming was performed. No further intervention was performed as pns was well tolerated by the patient. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had experienced phrenic stimulation due to a suspected dislodgement of the left ventricular (lv) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.